Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately, five years later, the venogram was suggestive of a clotted vena cava with malposition of the ivc filter. The filter had migrated 90 degrees so that the filter was now completely sideways at the level of l2 vertebral body with one end of the filter pointing through wall of the vena cava at one end and at the other end, the strut were going through the wall of the vena cava. Venogram showed that the common iliac vein and the vena cava appeared to be occluded and the occlusion extended above the level of the displaced vena cava filter. Angiojet thrombectomy was done to remove the clot. Most of the clot was removed except for the clot in the filter. Therefore, the investigation is confirmed for perforation of the ivc and filter tilt. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted and struts were perforated to ivc. The device was removed percutaneously. The current status of the patient is unknown.